Manufacturer narrative:
Hamilton medical ag complaint number:(B)(4). At the time of filing this report, the serial number of the device is unknown. Therefore, the field d4 cannot be filled. Investigation ongoing.

Event description:
Hamilton medical ag received the following report from the hospital: during the ventilation of a patient, nebulization inhalation was required, but the knob button on the panel malfunctioned, making it impossible to perform nebulization inhalation. The ventilator was immediately replaced without causing any adverse effects on the patient. No harm to the patient occured.